Manufacturer narrative:
(B)(4)

Event description:
It was reported that during inspection at the healthcare facility the tip of the ortho grip knee pointer was missing from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during inspection at the healthcare facility the tip of the ortho grip knee pointer was missing from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.